Manufacturer narrative:
Correction: please retract this report 2017865-2024-53387 as inability to interrogate a device which is due to normal end of life (eol) is a non-complaint. If a device is at normal eol, the device is no longer expected to meet performance specifications, as the service period has expired normally.

Event description:
It was reported that the implantable cardiac monitor (icm) failed to be interrogated. The implantable cardiac monitor was explanted and replaced. No patient condition or further information could be obtained.

Manufacturer narrative:
Further information was requested but not received.